Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient was experiencing leg/foot pain and a return of symptoms. It was unknown if any environmental/external/patient factors led or contributed to the issue and no diagnostics/troubleshooting were performed. The lead and neurostimulator were fully explanted and replaced on (B)(6) 2017 and the issue was considered resolved at the time of the report. The patient status at the time of the report was ¿alive- no injury.¿ no further complications were reported or anticipated.